Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system and a map shift with no error message occurred. There was no error or alert message shown after a map shift occurred. The mapping catheter was outside of anatomical map. There was approximate difference of 10 cm in catheter location after shift occurred. Upon request additional information was received on the event. The procedure was completed by re-mapping the anatomical structure. There was no patient consequence. The problem appeared during the ablation time, so the ablation procedure was stopped and then the anatomical structure was re-mapped. One patch lifted on the x axis with all the rest that remained stable. Since there was a map shift with no error message for patch movement this is indicative of a reportable event.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system and a map shift with no error message occurred. Field service engineer (fse) visited the account for troubleshooting the issue. Fse instructed the customer with a technical training on the different patient movement scenarios compensated and not compensated by the system. The customer was concerned about one specific scenario: when one patch lifts with heart and the other two patches that stay in place. In this case, the catheter shifts and there is no warning by the system. Fse explained to the customer what happened in the two last map shift or patient movement complaints reported by them. It also was found out that the customer was using a pillow under the patient head that might facilitate the reported scenario. Fse asked to remove it. In addition, behavior of system in reported scenario described in the instructions for use: when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated. Fse performed full magnetic testing of the system. All test passed. The history of customer complaints associated with carto 3 system was reviewed. One out of (B)(4) additional reported complaints may be related to the reported issue. DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).